Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and ketones. Cause of bg not known and bg value not provided. It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, 3/11/2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.